Manufacturer narrative:
Abbott has identifed a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submittted when the investigation is complete.

Event description:
An abbott product specialist is performing correlation studies with the clinical chemistry phenobarbital assay on the architect c8000 analyzer, which has been undergoing install studies for the past two weeks at this customer site (the instrument is not on-line and is not used to generate patient results). This c8000 analyzer is not correlating well with the axsym phenobarbital assay nor with the other c8000 analyzer in the lab. The suspect analyzer is generating higher values than the other two analyzers. There is no impact to patient management reported.